Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) lot# va0fbuf serial# implanted: (B)(6) 2014 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the operation was done wrong and the leads weren't put in the correct place.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0fbuf, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported having another surgery where they, "re-ran" the wire. Why the patient had a lead revision is unknown. No device issue, no symptoms and no further patient complications have been reported as a result of this event.